Manufacturer narrative:
The devices were not returned to edwards for evaluation as they remain implanted. The device history records (DHR) could not be reviewed as the serial numbers are unknown. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement and less frequently with other valvular surgical procedures. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolization from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. Based on the information received the cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Poster session ¿comparison between avalus valve and cep magna ease in aortic valve replacement¿ the 49th annual meeting of the (B)(6) society for cardiovascular surgery background a characteristic of the aortic valve replacement in (B)(6) is that the small size valve is chosen than europe and the united states. Avalus valve which is new pericardial valve from metdronic is reported that it has a good valve function including valve orifice area. In this study, we compared hemodynamics and clinical course after an early stage from the aortic valve replacement with avalus valve and magna ease valve. Methods assessed 183 patients (30 patients for avalus, 153 patients for magna ease) who underwent aortic valve replacement during (B)(6) 2015 to (B)(6) 2018. Conclusions hemodynamics and clinical course at an early stage of the avalus valve was similar as the magna ease valve. Following is the cardiovascular events of the mana ease valve which was detected within 30 days after the surgery. Cerebral infarction: 4 patients.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.